Manufacturer narrative:
Follow up information received on 02/07/2017 showed the incident happened at bedside and not in the preparation area. Suspect lot review: a review of the suspect mfg. Lot database for lot # 3271906 (mfg. Date 06/2016) shows (B)(4) units were mfg., tested, inspected, and released, citing no exception documents. A review of the suspect mfg. Lot database for lot # 3284300 (mfg. Date 07/2016) shows (B)(4) units were mfg., tested, inspected, and released, citing no exception documents. A review of the suspect mfg. Lot database for lot # 3299576 (mfg. Date 08/2016) shows (B)(4) units were mfg., tested, inspected, and released, citing no exception documents. Visual analysis: 1/10/2017 - received one (1) used 081-ch3034, 5" (13 cm) appx 1.5ml, add-on set w/spiros; lot# unknown. The blue strap of the spiros was confirmed to be damaged. Functional testing: a single used 081-ch3034 add-on set with spiros was returned for investigation. The strap on the spiros was broken at the band around the male luer threads. Final analysis summary: the complaint of a broken spiros band assembled into a 081-ch3034 add-on set was confirmed. The band was broken a the band around the male luer threads. It is not known when or where the band breakage occurred. ICU medical will continue to monitor and trend.

Event description:
ICU (B)(4) MDR complaint rec'd regarding one (1) 081-ch3034, 5" (13 cm) appx 1.5ml, add-on set w/spiros; lot # unknown. The report states, a blue band of spiros was cut and the fluid leaked from spiros when the user disconnected spiros of ch3034 from clave of a bag spike after priming. There were no adverse operator consequences reported.